Event description:
It was reported that the patient underwent an inflatable penile prosthesis (pp) procedure due to the device was not functioning properly. The pump and cylinders were removed and replaced with new components. The patient had a good outcome with no further complications.